Event description:
It was reported that the pulse generator exhibited backup vvi mode. After a device software download, normal device function resumed. On (B)(6) 2013 the device exhibited backup vvi mode for the third time. A device software download was successfully performed. The device was explanted and replaced on (B)(6) 2013.

Manufacturer narrative:
No medwatch form was received. Final analysis found a break in the connection between the battery cathode and the hybrid which likely contributed to the backup operation.